Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they were trying to charge their implant and the message replace the controller batteries soon popped up. Patient reported that they have a hard time getting connected to their implant and they have been trying to get the device going all morning. Patient stated that their battery was charging overnight but is now down to 40%. Patient stated that they get the cannot find device screen and that they already did some troubleshooting with their mdt rep. Agent walked patient through an ac power reset of the controller; patient noted that they do not have a back compartment cover because theirs got eaten by their dog. Patient stated that the controller powered back on; patient re-inserted the battery pack and confirmed seeing the controller light flashing green. Patient unlocked their controller and stated that their controller is at 40% charge and their implant is at 30%. Agent had the patient inspect their recharger for any visible damage; patient confirmed no damage. Patient attempted to start a charge session but got the message batteries low replace controller batteries soon. Patient followed up by saying that they always get that message when they try to charge. The call was disconnected so further troubleshooting was unable to be performed. Agent did not make an outbound call to the patient to further assist because patient called back for further assistance in who was assisted on further assistance of the issue. Pt noted on the call they gathered the equipment serial number and verified there was no damage to the equipment. The pt noted since saturday they had been trying to charge the ins but they got the message to change the control battery soon; they were able to play around and get the ins to charge to 40% but now the ins would not recharge. When recharging the ibs it took a lot of juice to charge (agent understood it took a lot of battery from the controller). The pt worked with their medtronic rep who had them reset the controller. Pt noted the rtm cord got very hot where it connected to the antenna. The issue was not resolved. An email was sent to the repair department to replace the device.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755, lot#/serial# (B)(6), product type recharger product ID 97745, lot#/serial# (B)(6), product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755, lot#/serial# (B)(6), product type recharger. H3: analysis of the device, model # 97755, s/n (B)(6), revealed recharge antenna with damage due to being chewed by animal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.